Manufacturer narrative:
Initial reporter occupation is patient/consumer. The test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown laboratory method. At 1:57 pm, the meter result was 5.0 inr. The result from the laboratory was 3.4 inr. The timeframe between results was not provided. On (B)(6) 2023 at 9:56 am, the meter result was 5.8 inr. The result from the laboratory was 3.8 inr. The customer's therapeutic range is 2.8-3.2 inr.

Manufacturer narrative:
Two vials of test strips were provided by the customer for investigation where they were tested using a retention meter and retention controls.  Target range: 2.7 -3.2 inr testing results :  measurement 1 from vial 1 = 3.1 from vial 2 = 2.9 measurement 2 from vial 1 = 2.9 from vial 2 = 2.9 measurement 3 from vial 1 = 2.9 from vial 2 = 2.9 the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.   The client stated they were taking antibiotics during the affected time frame when the comparison to the lab took place. Per product labeling "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). Additional medication should only be taken if prescribed by your physician. If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted as directed by the treating physician." The investigation did not identify a product problem. The cause of the event could not be determined.  Medwatch fields d9 and h3 were updated.